Event description:
It was reported that the ventilator had an inaccurate oxygen concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No on-site investigation was requested. According to received information, no parts were replaced to solve the issue. The ventilator was replaced and treatment continued. No further information is available. Alarms for high or low o2 concentration low are activated when measured o2 concentration exceeds the set value by more than 5 vol.% below or above the set concentration value. The alarm is delayed 40 seconds after changing the o2 concentration setting. There is also an absolute minimum alarm limit of 18% o2 which is independent of operating settings. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. Incorrect o2 concentration delivered to the patient may in some cases indicating that the ventilation have been insufficient due to gas delivery error. The device's logs were not provided for further analysis. The cause of the reported event has not been determined.